Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on via the on/off button. The reported fault was attributed to a misaligned membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.